Event description:
The patient reported recharged a couple of weeks ago, now a power on reset (por) message appeared on the patient programmer (pp) and the recharger. No patient symptoms were reported. Follow-up was performed to determine what steps were taken to resolve the reported event. This event will be updated if additional information is received.

Event description:
Additional information received reported that the battery was in oversdischarged. It was not turning on, not recharging and showing a power on reset (por) on both the patient programmer and recharger. The patient was in the process of moving and forgot to charge. A trickle charge was performed and they were able to get a connection. After the patient charged his battery to 25%, the manufacturing representative cleared the por with the clinician programmer. The issue was resolved.